Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at nominal pressure for 30seconds and 1 minute accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed using normal method without any issue and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.